Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis found that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that during a procedure to remove and replace the bi-ventricular (bi-v) defibrillator that had reached normal elective replacement indicator (eri), noise was noticed on the right atrial (ra) lead. The patient also had a history of diaphragmatic stimulation on the left ventricular (lv) lead. The physician decided to remove and replace the ra and lv leads along with the ICD. During the procedure the right atrial (ra) lead dislodged. The ra lead was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 694765, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013; product ID 419378, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013; product ID c154dwk, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.